Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had physical damage. Customer stated that the insulin pump had scratches on the screen. Customer unable to read the result on the insulin pump. No blood glucose reading provided. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back up plan per health care provider. No further info provided.